Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.7 inr/2.0 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.